Event description:
Pt was warmed in pacu following surgery. Pt was then moved to hosp room where warming therapy was continued. Pt temperature rose to a "high level" (specific temperature not provided). Pt was iced to reduce temperature. No long term issues.